Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Fastener of the tigerpaw system ii fell off into the patient's chest cavity because connectors were not engaged. The second tigerpaw system ii device was used to complete procedure. There were no patient negative effects.